Manufacturer narrative:
Device used for off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional (hcp) from a clinical study reported via a representative regarding a patient implanted with deep brain stimulation (dbs) for severe, medically refractory, poorly localized pain. It was reported that a patient had a damaged implantable pulse generator (ipg) that had required replacement. Additional information received november 10, 2016 reported the ipg required re-sitting and/or replacement as it was difficult to charge fully and had not retained charge. The ipg ran "flat" on multiple occasions. The representative indicated the probable cause of the "damage" was ins migration and that the battery completely depleted on multiple occasions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a discharge event occurred and the device was replaced. Prior to the replacement on (B)(6) 2016, the patient's stimulation parameters included: right side was: e8-e11, f=130hz, pw=450us, v=5-6v; left side was: e0-e3, f=130hz, pw=450us, v=8-4v.